Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the solvent during manufacturing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that there is a leakage from the welded part of the tube and connector. The event occurred before patient use/during priming at facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.